Event description:
It was reported by the aci clinical specialist that a (B)(6) year old female pt underwent a diagnostic coronary procedure on (B)(6) 2013. A pre-procedure femoral angiogram showed the vessel site to be 6mm. Access was obtained at the right groin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the physician tried to pull the sheath back up to the device handle but the sheath would not come out of the tissue track. After several attempts the physician instructed the technician to pull the device out of the pt without deflating the balloon. Although the sealant was delivered, manual pressure was held for 20 minutes with no problems thereafter. The pt was ambulated and discharged to home the same day with no sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal end of the introducer sheath was covering the balloon proximal bond. The introducer sheath stopcock was received in the close position and the sheath lumen was filled with saline. Failure to open the introducer sheath stopcock (as noted in the IFU) could result in saline being forced (due to pressure inside the introducer sheath) inside the shuttle cartridge initiating proximal swelling of the sealant. Shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was immediately observed that the proximal sealant appeared to have "swelled", which is indicative that it was exposed to saline. A small piece of sealant was found wedged between advancer tube and shuttle cartridge. This condition may have contributed to the device jam. The review of the lhr (lot f1322003) indicated that the device lot met all established performance criteria prior to shipment. Based on the info received and the investigation performed, the reported device deployment jam could have been due to failure to open the introducer sheath stopcock.